Manufacturer narrative:
The customer received a replacement lid. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.